Event description:
The micro oscillating saw was returned to stryker instruments for service, and during functional evaluation it was noted that the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The micro oscillating saw was returned to stryker instruments for service, and during functional evaluation, it was noted that the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The engineering technician reported that the handpiece had a bias-current warning on the console as reported, and noted that the sockets were corroded. The motor, including the sockets, were replaced to address the bias current error. The presence of corroded sockets in the motor may cause or contribute to a bias current error message. The device was repaired and put back into stryker stock.